Event description:
Unomedical reference number 1652176. Event occurred in the united states. It was reported that the patient faced a bent cannula which caused an occlusion due to which she experienced high blood glucose level. Therefore, they tried to treat it with bolus via the pump, but on (B)(6) 2023, the patient went to the emergency room and was subsequently hospitalized due to high blood glucose level. Her highest blood glucose level was around 800 mg/dl. Moreover, the infusion set had been used within 24 hours and the site location was patient's abdomen. The patient also experienced a heart attack. During hospitalization, the patient received unknown fluids intravenously as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.